Event description:
The complainant reported that the clinician was performing a therapeutic procedure on a patient (age and gender unknown) using a cre balloon dialation device. When the clinicians attempted to withdraw the balloon from the patient, a 5/6 inch portion of the black membrane from the device remained in the patient's esophagus. The complainant reported that the clinicians then successfully removed the remaining portion of the device from the patient without consequence to the patient.